Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the right femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) on ventilator support prior to initiation of support. The patient had a computed tomography (CT) scan which revealed a spontaneous right-sided retroperitoneal bleed. The bleed was attributed to hard coughing from influenza a infection. The patient was successfully weaned and femostop was applied at impella explant. The post-procedure outcome was survived at explant. Bleeding may be influenced by patient-specific and device-specific factors such as critical illness, movement during support, anticoagulation status, and device purge requirements. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D1. Brand name updated.